Event description:
Contamination (mold??) Is visible at the level of the stemper shaft. Packaging is intact before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, particles are observed within the syringe. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for reported lot 2406064, no deviations or non-conformances were identified during the manufacturing process. Six retained samples were used for additional information. All product was inspected and no particles or contamination was observed on the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.